Event description:
Boston scientific received information that this right ventricualr lead did exhibit low out-of-range pace impedance as well as increasing thresholds leading to surgical intervention to addres the lead issues as part of a generator changeout. There were no reported adverse patient effects beyond the unplanned surgical intervention.

Manufacturer narrative:
To date, information suggests that this lead will be returned to boston scientific along with the device.